Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00936. Additional information was received stating that during the procedure when the physician was attempting to place the lead a wet tap was noted. Physician tried lower level and wet tap noted as well. Physician also stated that patient must have fracture l1 vertebral body during one of the falls. Physician explanted the ipg and leads and aborted the case.

Event description:
Related manufacturer reference number: 3006705815-2023-00936. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient had a fall and is unclear if the leads were impacted. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8031795.

Manufacturer narrative:
The reported observation of ¿ipg eol¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the end of life (eol) prior to explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.